Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe plunger separated from the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Unable to perform complaint lot history check due to unknown lot number for separates (stopper). Investigation summary: customer returned a photo of a 1cc insulin syringe without any packaging. Customer states that when pulling the plunger, it separated from the stopper. The attached photo was examined and exhibited the plunger rod separated from the stopper and out of the barrel. The stopper remained in the barrel. See attached photo. Unable to perform DHR check due to unknown lot number for separates (stopper). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause: insufficient silicone in the barrel.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe plunger separated from the stopper. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe plunger separated from the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information: device was returned for evaluation. Investigation summary: customer returned (1) 1cc, 8mm, 30g syringe in an open poly bag from lot # 6355892. Customer states that when pulling the plunger, it separated from the stopper. The syringe was returned with the stopper separated from the plunger rod and the plunger rod out of the barrel. No damage to the plunger rod was observed. Sample was forwarded to manufacturing (holdrege) on 07sep2018 for further review. On 11sep2018, holdrege received one (1) 1ml, 8mm, 30g syringe in an opened polybag from batch # 6355892. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample plunger rod was re-assembled with the stopper, inside the syringe barrel, and cycle testing was performed. While there was a slight delay in movement of the stopper, cycle testing was able to be performed with no additional issues. While the initial activation force was potentially increased, as the device was previously "used" and cycle tested within this investigation, break out and sustaining (bos) force testing is unable to be completed with confidence in the results. Per DHR review, there were two (2) related quality notifications initiated during production of this batch, however, no notifications for out-of-specification bos force testing during manufacturing of this batch were noted. A review of the device history record was completed for batch# 6355892. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200679274] noted for unseated stopper. There was one (1) notification [200679230] noted for smeared stopper. There were four (4) notifications [200679202, 200678871, 200679203, 200678871] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for separates (stopper separates from plunger rod) on lot # 6355892. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female, event attributed to: other, device single use?: no, device returned to manufacture: no.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe plunger separated from the stopper. There was no report of exposure, serious injury or medical intervention.